Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements were normal. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found internal insulation abrasion at 10.7cm - 16.7cm from distal tip. Etfe was intact at this location. External insulation abrasion was noted at 7.8cm - 7.9cm from distal tip. Etfe coating was abraded at the same location.